Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The customer reported to philips that the system was not starting intermittently. Philips was unable to confirm the allegation regarding the system intermittently failed to boot up, as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system could not start up. No harm was reported to philips. Philips has started an investigation of this complaint.